Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient was in the intensive care unit (ICU), and the family expressed concerns about a possible overdose and whether the pump might be malfunctioning. The patient family wanted the pump to be interrogated. Additional information was provided from a healthcare provider (hcp) stated the had been hospitalized, but the cause of the hospitalization was unclear. It was also uncertain whether an overdose was involved. The initial reporter is no longer employed at the hospital, and no additional information was provided.